Event description:
Removal of 2 endosseous dental implants. Eight implants were placed in class 1 & class 2 bone during a routine procedure on 8-16-96. The clinician observed the failures of implants in sites #4 & #28 when he attempted to remove the closure screws to place the abutments.